Event description:
It was reported that the patient experienced an issue where the infusion set patch that did not stick to the skin upon insertion which led to high blood glucose levels and was treated with correction via multiple daily injections on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.